Event description:
The customer contact reported sparks. At an unspecified time the device was programmed to deliver an unspecified pain medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, when the pump was connected to ac power, it was reported that the nurse heard a "loud pop" and noted smoke and sparks from the back of the device. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the nurse or pt and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.